Event description:
Additional information received from the manufacturer's representative (rep) reported the patient was scheduled for a replacement. The rep noted that he had limited information and it was unknown if the device was being replaced due to being unable to charge. The rep later reported that the replacement was scheduled for (B)(6) 2016. The physician determined that the battery placement was the cause of the recharging difficulty. It was noted the patient would be replaced with a non-rechargeable battery.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37791, serial# unknown , product type: recharger.

Event description:
A consumer initially reported having difficulty recharging. The patient reported that they were having problem getting good coupling bars when they were charging. It was reported that since the patient was implanted, they never had all the coupling bars and they uses the belt. Most of the time, they get two bars. The patient reported that it takes 3-4 hours to charge which was fine but it takes 3-4 hours to find the right spot to charge. No symptoms were reported. Relevant medical history includes spinal pain. Additional information received from the consumer reported they continued to experience poor coupling and the antenna was damaged. The consumer further reported they had not contacted their managing physician regarding their poor coupling, and no steps had been taken to resolve this. It was noted there were no circumstances or changes that led to the poor coupling since it had always been difficult to charge, and was hard to get and keep six bars; eight bars was unable to be achieved. Additional information received from the consumer reported he was having trouble with his implant not charging and his remote seemed to be skipping charges and changing the amplitude since three (3) months ago. He met with a manufacturer representative last week, who was able to get 6 bars; whereas, the consumer was only able to get 4 bars or less and thought the implant was not positioned correctly in the body. He was considering getting a non-rechargeable device because he spends 12 hours a week charging. Further information received from the representative reported that the consumer had been having difficulty recharging his device over 4-6 months and now needed assistance from his wife to get optimal coupling. He was only able to get a max of 4 bars, but then it quickly decreased to 2 bars. He was frustrated with the amount of time required to charge and now only used the device when he really needed it. The consumer reported the device provided adequate pain relief and he was very happy when he used it. He demonstrated proper knowledge and recharging technique. The representative noted the consumer was overweight and reported some additional weight gain since implant. The representative had attempted to get better coupling, but was only able to get 6 bars once applying extreme pressure over the battery site. Without moving, it decreased to 4 by the next coupling check. When pressure from the belt was applied, or sitting back in a chair, only 2 bars were achieved. When palpating the device for proper recharger placement, one edge of the device was very easily palpable, but unable to identify all boarders of the device due to body shape. It was noted that the replacement recharger antenna had no improvement in recharging coupling. He had maintained proper charge despite challenges with recharging. The issue was noted as not resolved. The consumer had been referred to the doctor for a consult and possible pocket revision; no appointment had been scheduled at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.